Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysstasia ("extreme difficulty getting up from sitting") and vertigo ("vertigo"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the genital haemorrhage, dysstasia and vertigo outcome was unknown. The reporter considered dysstasia, genital haemorrhage and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: extreme difficulty getting up from sitting, medical device removal, vertigo and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event bleeding and vertigo were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/ nonstop heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysstasia ("extreme difficulty getting up from sitting"), vertigo ("vertigo"), abdominal pain lower ("cramping") and paraesthesia ("tingling sensation in leg and arms"). The patient was treated with surgery (suregry for essure removal). Essure was removed. At the time of the report, the genital haemorrhage, dysstasia, vertigo, abdominal pain lower and paraesthesia outcome was unknown. The reporter considered abdominal pain lower, dysstasia, genital haemorrhage, paraesthesia and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: extreme difficulty getting up from sitting, medical device removal, vertigo and genital bleeding, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event tingling sensation of legs and arms and new reporter were added. On 20-mar-2020: social media received reporter added. Fu 8 & 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysstasia ("extreme difficulty getting up from sitting"), vertigo ("vertigo") and abdominal pain lower ("cramping"). The patient was treated with surgery (suregry for essure removal). Essure was removed. At the time of the report, the genital haemorrhage, dysstasia, vertigo and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysstasia, genital haemorrhage and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: extreme difficulty getting up from sitting, medical device removal, vertigo and genital bleeding, cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-201(B)(6) 2019: social media received :- new reporter information was added. 5th and 6th follow up together on (B)(6) 2019: social media received :- new reporter information was added. New event added cramping. 5th and 6th follow up together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('we feel so much better after surgery than we living with e') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysstasia ("extreme difficulty getting up from sitting"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and dysstasia outcome was unknown. The reporter considered dysstasia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: extreme difficulty getting up from sitting, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: event we feel so much better after surgery than we living with e added. Reporter details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.